Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08720 inches. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. Unit received with an energizer alkaline battery with 1.38 volts. Data analysis: the date of death was (B)(4) 2017 per the customer notes. The download history file lists data from (B)(4) 2018 through (B)(4) 2018. Data for (B)(4) 2017 was overwritten.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose. The caller stated that the customer had coronary issues and hypertension that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller was also inquiring about consumable return or donation. The caller agreed to return the insulin pump for analysis.